Event description:
Arjo was notified about an event with involvement of the calypso hygiene lift. It was reported that when the lift was lowered, the resident fell forward and to the ground because the armrest slid out of the lift. At that time, the patient was complaining about pain in ribs and hand. The doctor was contacted, but no serious specific problems were found. 2 days later, a crack was found in one of the hand bones at the wrist. This was diagnosed at the resident's home. The incident happened at the day center in the facility. The resident stays at home, but comes to the day center during the day.